Event description:
On (B)(6) 2026, a 65-year-old female patient was getting prepared for a port implantation procedure in the right chest wall via right internal jugular vein for the diagnosis of breast cancer using powerport isp. Prior to the procedure, during opening the packaging, it was reported that the syringe included in the bard implanted port kit was found to be damaged. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows partial view of a syringe. The syringe barrel was noted to be fractured and some part was noted to be missing. Therefore, the investigation is confirmed for the identified fracture and material separation issues. However, the investigation is unconfirmed for the reported material integrity problem issue as more appropriate fracture and material separation code has been identified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a 65 year old female patient was getting prepared for a port implantation procedure in the right chest wall via right internal jugular vein for the diagnosis of breast cancer. During opening the packaging, it was reported that the syringe included in the bard implanted port kit was found to be damaged. The procedure was completed using another device. There was no patient contact.